Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the right coronary artery (rca). When placing the 2.50x24 mm taxus liberte drug eluting stent, the physician felt considerable resistance and removed the entire system. Upon removal, partial stent damage was observed. No pt complications were reported. Pt status reported as "good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.